Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was unresponsive. Additionally, customers blood glucose level displayed "high." Elevated glucose was resolved via manual insulin injection. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.